Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when completing negative pressure with an indeflator, air was observed in the connector. Another indeflator was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.